Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25739. It was reported that the patient presented to hospital for a follow-up on 23 jun 2021. During examination of lead, it was noted that right atrial (ra) lead was fractured. After further examination, it was observed that the ra lead was unable to sense, had no capture during testing and had high pacing lead impedance. After connecting the surface leads, patients intrinsic rhythm was visible. The physician performed programming changes until further steps could be taken. The patient was brought back to the hospital on (B)(6) 2021 for ra lead revision procedure. During pre operation check, it was noted that the right ventricular (rv) lead was not capturing at maximum output and had high pacing lead impedance. The physician decided to revise the rv lead in the same procedure. The ra and rv leads were both capped and replaced on (B)(6) 2021. The patient was in stable condition.